Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.

Event description:
A report was received regarding a pudenz, atrial (cardiac) catheter which was implanted for a v-a shunt in a boy (B)(6) in 1977. On (B)(6) 2013, when the surgeons tried to extract it from the pt, they found it partially calcified and damaged, which caused a small piece to be left in the superior vena cava during the operation. The remainder left in the superior vena cava of the pt will not be removed. The catalogue number and the lot/serial number of the unit that was used is not known as this unit was implanted more than 35 yrs ago. The event was described as follows: the pt went to the hosp for another reason and the surgeon noticed by coincidence that a granuloma had developed around the catheter. The remaining piece was confirmed by x-rays. The pt did not experience an injury. There were no diagnostic studies done to ascertain whether the product was functioning appropriately over the last 35 (+) yrs. The surgeon never considered revising the unit, "because the pt did not go to hosp for long time."